Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse has a patient that was cooling on the device. Nurse was receiving low flow alarms. Nurse has swapped devices and was continuing to receive low flow alarms. Nurse stated one of the leg pads has a lot of bubbles in it and did not seem to have a lot of water flowing through it. Nurse stated the set of pads were new, just opened them. Nurse did not see the current water flow rate on the device, stated it only said low. Mis informed nurse could first try disconnecting and reconnecting the pads with proper technique, making sure was holding the blue tubing and not the clamps when connecting the pads. Nurse has already done that, and it did not work. Mis walked nurse through enabling manual control. Mis instructed nurse to pause therapy, empty the pads, and disconnect all four pads. Nurse started manual control. Mis walked nurse through accessing the system diagnostics. With no pads connected, water flow rate was 2.3l per minute and inlet pressure was -7. Nurse connected left leg, water flow rate was 1.6l per minute and inlet pressure was -1.6. Nurse connected left chest, water flow rate was 1.5l per minute and inlet pressure was -1.7. Had nurse disconnect left leg and leave only left chest, water flow rate was 1.9l per minute, inlet pressure was -4.5. Added right leg, water flow rate was 1.3l per minute and inlet pressure was -7. Added right chest, water flow rate was 2.4l per minute and inlet pressure was -8.8. Had nurse connect left leg, water flow rate was 1.1l per minute, inlet pressure was -2.3. Mis informed nurse could swap the left leg pad for a universal pad to prevent opening an entire new set of pads. Nurse disabled manual control and resumed therapy, would replace left leg pad. Nurse would place the left leg pad at the front desk. Per customer via phone on 10mar2023 it was reported that there was no impact to the patient. The arctic sun was not used in the traditional manner. It was used to help lower a high fever. Mis walked nurse through resolving the issue of the leaky pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse has a patient that was cooling on the device. Nurse was receiving low flow alarms. Nurse has swapped devices and was continuing to receive low flow alarms. Nurse stated one of the leg pads has a lot of bubbles in it and did not seem to have a lot of water flowing through it. Nurse stated the set of pads were new, just opened them. Nurse did not see the current water flow rate on the device, stated it only said low. Mis informed nurse could first try disconnecting and reconnecting the pads with proper technique, making sure was holding the blue tubing and not the clamps when connecting the pads. Nurse has already done that, and it did not work. Mis walked nurse through enabling manual control. Mis instructed nurse to pause therapy, empty the pads, and disconnect all four pads. Nurse started manual control. Mis walked nurse through accessing the system diagnostics. With no pads connected, water flow rate was 2.3l per minute and inlet pressure was -7. Nurse connected left leg, water flow rate was 1.6l per minute and inlet pressure was -1.6. Nurse connected left chest, water flow rate was 1.5l per minute and inlet pressure was -1.7. Had nurse disconnect left leg and leave only left chest, water flow rate was 1.9l per minute, inlet pressure was -4.5. Added right leg, water flow rate was 1.3l per minute and inlet pressure was -7. Added right chest, water flow rate was 2.4l per minute and inlet pressure was -8.8. Had nurse connect left leg, water flow rate was 1.1l per minute, inlet pressure was -2.3. Mis informed nurse could swap the left leg pad for a universal pad to prevent opening an entire new set of pads. Nurse disabled manual control and resumed therapy, would replace left leg pad. Nurse would place the left leg pad at the front desk. Per customer via phone on (B)(6) 2023 it was reported that there was no impact to the patient. The arctic sun was not used in the traditional manner. It was used to help lower a high fever. Mis walked nurse through resolving the issue of the leaky pad.